Event description:
A nurse from a surgery center called to report that a woman had a ceeon model 810f/17.0 d posterior chamber intraocular lens explanted in a second surgery on 5/7/97 and it was replaced with another MFR's lens. She did not know why the lens was replaced but gave the surgeon's name. In a follow up phone conversation with the ophthalmologist he indicated that there was nothing wrong with the lens. He said the patient had an unusually long eyeball and there was a refractive error when the lens was implanted. The woman made a full recovery after her surgery. No further info is expected.